Event description:
Additional information was received which confirmed that the aortic insufficiency noted was paravalvular leak.

Manufacturer narrative:
Image review: two static images were provided for review. Patient had a bicuspid aortic valve with an annulus perimeter that measured 92.2mm with a perimeter derived diameter of 29.4mm suggesting a 34mm evolut. It was reported that, prior to final release, the depth was 4mm on the non-coronary cusp and depth on the left coronary cusp was not confirmed. Per medtronic best practices, depth assessment at the non-coronary cusp (ncc) is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the left coronary cusp (lcc). The valve may be released once these steps are completed. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture (section 9.2.5). Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. Bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. In this case, depth assessment on the lcc was not confirmed, so depth on the lcc is unknown. The valve was released and dislodged ventricular. Subsequently, a non-medtronic valve was implanted. Of note, as stated in the IFU, potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, inside a patient with a bicuspid aortic valve, the valve was inspected and a pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic balloon, which was standard for the implanting physician. Upon release of the valve from the delivery catheter system (dcs), the valve dislodged ventricular. Minimal aortic insufficiency was observed, and the valve was 15-20 millimeter's (mm) deep. A non-medtronic valve was subsequently implanted valve-in-valve. Per the physician, the cause of the dislodge was due to patient anatomy. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 mm, and the implanting team was unable to verify the depth of implant on the left coronary cusp (lcc). After valve dislodgement, the implant depth on the ncc and lcc were close to the waist of the valve. Additionally, a procedure delay was reported of approximately 30 minutes. It was noted that the patients bicuspid anatomy and depth of implant contributed to the dislodge. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.